Manufacturer narrative:
(B)(4): the customer reported that the unit shut off during transport while on battery power. The customer also indicated that with a fully charged battery the unit only stays on for about nine seconds. Note that the customer indicated that they use a third party battery. No adverse pt impact was reported. The device was evaluated at philips. The third party battery was not returned for eval. The symptom could not be duplicated. The device passed all testing. Note that philips does not support that use of third party accessories therefore the battery was replaced. We are considering this a malfunction but cannot determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the unit shut off during transport while on battery power. The customer also indicated that with a fully charged battery the unit only stays on for about nine seconds.